Event description:
Pt was implanted with prodisc at 1 level, synfix at 2 levels. Pt reports that a least one cage is cracked as seen on a CT scan. Pt underwent posterior surgery.

Manufacturer narrative:
Add'l info has been requested. Reported in 2008. Investigation is ongoing, no conclusion can be drawn. Review of mfg records for this lot number has been requested.